Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited helix mechanism issue resulting in failure to extend the helix. The rv lead was removed and replaced. The patient had no adverse consequences.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. Visual and x-ray examinations of the helix mechanism found no anomalies or distortion of the inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix being clogged with blood/tissue.